Manufacturer narrative:
UDI : (B)(4). The valve was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the tests for occlusion, leak, reflux and pressure. The catheter was irrigated, no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The potential cause of failure for the poor flow problem reported by the customer could have been due to biological debris and a buildup of protein, no issues were noted during the investigation.

Event description:
A facility reported that the codman hakim rickham bactiseal valve was primed on the back table where the fluid flowed, when inserted and sutured the item did not flow again. The procedure was completed with a replacement product.